Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover. During testing, the up arrow keypad button was intermittently unresponsive and required multiple presses with increased force to engage; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a crack was observed along the pump battery compartment. Additionally the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up is not responding consistently to user input and requires a hard push to elicit a response. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time